Event description:
Note: age and weight of the adult female patient is unknown. It was reported to boston scientific that while using a hydrothermablator procedure set during an hta procedure that approximately nine and half minutes into the ablation, a fluid loss alarm of 10ccs at a rate of 40cc per minute occurred. The cervical seal was lost and the case aborted. The patient was treated with silvadene cream and reported as "okay".

Manufacturer narrative:
The lot number of the device used is unknown, consequently the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.